Event description:
Reporter alleged a memory discrepancy on the aviva system. Reporter stated that the results listed as back to back testing of hi (greater than 600 mg/dl), hi, hi, and 114 mg/dl do not have the correct date and time and also are not in the correct order that was tested. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.